Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraines"), arthralgia ("hip pain"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the genital haemorrhage, fatigue, migraine, arthralgia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia. Lot number: 653904 manufacture date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included uterine fibroids. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraines"), arthralgia ("hip pain"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and heavy menstrual bleeding had resolved and the genital haemorrhage, fatigue, migraine, arthralgia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia discrepancy noted for date of removal: (B)(6) 2012. Lot number: 653904 manufacture date: 2009-06 expiration date: 2012-06 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received. Reporter information, medical history added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 653904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraines"), arthralgia ("hip pain"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure (ess205) was removed on (B)(6)2010. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the genital haemorrhage, fatigue, migraine, arthralgia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 7-apr-2020: pfs received . Patient information height added. Lot number was added . New events ,genital haemorrhage , fatigue , migraine ,arthralgia and vaginal discharge & patient did not undergo an essure confirmation test not performed was added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case became incident. Injury nos was replaced with new events- pelvic pain, abdominal pain, dysmenorrhea, menorrhagia. Updated outcome of all events to recovered/resolved. Date of removal, reporters and patients dob were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.